Event description:
Dealer stated that the chair will allegedly slow down and speed up on its own. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, (B)(4) is approximately 9 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare technician was troubleshooting the incident and advised dealer to replace the joystick. Joystick was getting error code 0700 7 times, as well as codes 0501 & 0603. Quote has been issued for the (B)(4) to process a warranty replacement order.